Event description:
It was reported multiple motor stalls occurred. The patient complained of underdose symptoms over the last month, including irritability, anxiety, nausea and less than 50% therapy relief. The pump logs were analyzed and revealed that device had stalled on "numerous" occasions with recovery "after a few hours." One episode the motor stall lasted for "approximately" five days. The pump was reprogrammed, put on minimum rate; patient was started on oral narcotics to "help" with withdrawal symptoms. It was noted that the symptoms were systemic. The patient was being scheduled for device removal, no date was given. It was also noted that the device "still had 30 months left" before end of service. The device system was used to infuse morphine and bupivacaine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model 8709, serial # (B)(4), implanted: (B)(6) 2008. (B)(4).